Event description:
It was reported that the customer had low blood glucose levels of 40 mg/dl. The customer treated with orange juice. The customer reported receiving a bad sensor alert, a calibration error alert, a change sensor and a low predict alert from the insulin pump. The customer was advised to remove and change out the sensor for the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.